Event description:
It was reported that the customer passed away due to cancer, and the customer was off the insulin pump for a month before her death. The caller stated that he does not want the insulin pump back. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no battery in the insulin pump. The device had frozen display and constant tone during power up. Further testing could not be performed due to the frozen display. Unable to determine the root cause due to the insulin pump preservation. The unit had cracked reservoir tube lip and scratched display window.